Event description:
The customer reported that while in pt use the ventilator went inoperative. The pt was removed from the ventilator and placed on another ventilator, no pt harm.

Manufacturer narrative:
(B)(4). The carefusion tech will evaluate the alleged failure part if returned to MFR.